Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during the surgery, could not fire farther after fired a little. Noted that blade could not move, both knife reverse button and manual override lever could not work. The renal pedicle was amputated in the traditional way and then the device was forcibly removed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.